Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d2: additional procodes: hxx, gxl h3, h6: part: 05.000.008 synthes lot: 008148 supplier lot:008148 release to warehouse date: 11 may 2022 supplier: (B)(4) no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported 05.000.008 reverse and medium speed does not work. The repair technician reported membrane vent was discolored/damaged, device does not run in forward and reverse mode, dicolor wire, broken contact plate, white residue on nose cone, patina on housing and switch plate. The cause of the issue is user error. The item was repaired per the inspection sheet, passed synthes final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on march 12, 2024, the driver reverse and medium speed did not work. The issue was observed during weekly audit. There was no patient involvement. This report is for a hand piece for battery powered driver. This is report 1 of 1 for (B)(4).